Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was on (B)(6) 2021 the patient had their 97714 replaced with a 97715 because 6 months ago (patient confirmed 2020) their implantable neurostimulator (ins) stopped holding a charge and it took a long time to charge their ins (patient mentioned 8 hours). For the past 3 months their ins wouldn't show fully charged. Pss documenting reported event. No patient symptoms were reported.